Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer used multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.